Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 detachment handle. During the procedure, the physician dropped a detachment handle on the ground and it was no longer sterile. A new detachment handle was opened and used successfully.